Manufacturer narrative:
Additional/updated information was added to reflect the rail being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, both welds were broken on top of the mounting bracket where it inserts into the plastic. An expanded evaluation was performed. The expanded evaluation confirmed that two broken welds were present above the metal arms. However, the underlying cause could not be determined.

Event description:
Customer states the rail had a broken weld where the mounting pins connect to the metal arms.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer states the rail had a broken weld where the mounting pins connect to the metal arms.